Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient felt therapy was working very well, but the patient has been starting to have "breakthroughs" the last couple of days which was clarified to mean the patient had a return of target symptoms. According to the caller the patient's symptoms were really bad the morning of the call. The caller was advised that the patient should follow-up with their healthcare provider (hcp) as troubleshooting could not be done at the time of the call. Patient status is unknown at the time of this report and no device malfunctions were reported. Additional information was received and it was reported that patient had an appointment with their doctor on (B)(6). Patient did not have a program and it would not sync up, even for one program. No further complications were reported.